Manufacturer narrative:
(B)(4). Batch # u5cp2m. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open liver surgery, after firing, the device jaw could not be opened. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. D4: batch # u5cp2m. Investigation summary upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area with a white reload loaded and the knife slot can be seen partially advance. This condition can cause the device not to open. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one ec60a device was returned with no apparent damage and with a gst45w partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.